Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that pt experienced a failed sensor. When the sensor was removed, the sensor wire was protruding from the skin. Pt's mother was able to pull the wire out. There was no sign of redness or infection at the insertion site. No medical intervention was required, and pt was fine at the time of his mother's call to dexcom technical support.